Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. If implanted; give date: n/a. The cartridge is not an implantable device. If explanted; give date: n/a. The cartridge is not an implantable device; therefore, not explanted. Initial reporter phone: (B)(6). Device evaluation: the cartridge is not returning for evaluation. Therefore, a failure analysis of the complaint device could not be performed. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge end was not well finished. The surgeon feared debris / foreign body in the eye. However, further follow-up revealed that the surgeon was unable to confirm if foreign material entered the eye. The lens was fully inserted and remains implanted. No injury or visual problems were noticed for the patient and no medical or surgical interventions were necessary. Daily activities were not significantly affected and no patient intervention was mentioned. No further information received.